Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The blood glucose was unknown. It was reported that the insulin pump lost setting. The device will be returned for analysis.